Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's blood glucose (bg) was 594 mg/dl; cause was not known. A correction bolus via the pump and manual insulin injections were used to address bg. Tandem technical support (cts) performed a pump system check with the customer and pump was found to be functioning as intended. Customer declined further troubleshooting from cts. On (B)(6) 2021, customer alleged the pump changed the basal setting without user interaction from 0.12 to 11.0 units per hour and was cause of elevated bg. It was also reported that the customer has multiple health issues that may have also contributed to the elevated bg and customer's diabetes educator was contacted to provide further pump training for customer. Customer continued using pump for insulin therapy.